Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The investigation is based on the history files provided. The device history and keyboard data provided was analyzed. On (B)(6) 2026, a user modified the dose rate. At 12:05 pm, the dose rate was set to 0.227 microgram/kg/min via the device keyboard. Therefore, the defect could not be confirmed. The defect was caused by a wrong handling of the device. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # (B)(6). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the event description: dose change case - new bag put up for patient on (B)(6) 2026, 00:32, running on 6.75ml/hr, 0.12mcg/kg/min. Incident happened at 12:05pm (B)(6) 2025 as user noticed a change in dose. User did not notice change until she heard a beeping from the pump. She had checked with every staff and informed no one entered the patient room from 12pm onwards. Drug library used.